Manufacturer narrative:
A total hip system was revised for an unspecified reason. The components were visually evaluated. One pre-revision radiograph displayed what appeared to be diminished bone density in the region of the total hip replacement, more specifically, in the region of the peripheral screw for the acetabular cup. A small crack was found at the femoral stem/proximal slot intersection. Minor corrosion was noted in the bore of the head. No material or mfg defects were evident. At this time, jjpi considers this file closed.

Event description:
The surgeon believes acetabular component's peripheral screw is causing resorption. Revision hip surgery has been scheduled for 10/30/97.